Manufacturer narrative:
(B)(4) - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
(B)(4) clinical study. Same case as: 2134265-2011-01632. It was reported that post a coronary stenting treatment procedure, the patient experienced myocardial infarction, thrombosis, vessel dissection and chest pain. The 99% stenosed target lesion being treated was 3.0mm in diameter and 40mm long located in the mid right coronary artery(rca). The lesion was treated with direct stent placement of a 3.0x38mm and 3.0x32mm taxus liberte stents. Residual stenosis was 0%. Source notes indicated that "two stents were placed to cover the dissection." Post index procedure, the patient had an episode of unstable ventricular fibrillation, and the patient was cardioverted. The patient was discharged 3 days later on aspirin and prasugrel. Post index procedure, the patient experienced recurrent chest pain associated with shortness of breath. Clinical diagnosis reported as stemi and an intervention was recommended. Coronary angiography was performed and revealed stent thrombosis in the mid rca. Source notes indicates "it did appear the previously placed stent was under-deployed. There must have been an edge stent dissection at the distal part of the distal taxus stent." The mid rca was treated with thrombectomy, balloon angioplasty and placement of a 3.5x32mm taxus stent. Residual stenosis was 0%. The patient was discharged 4 days later on aspirin and prasugrel.